Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient reported to the hospital. It was noted that the right ventricular lead had caused a perforation. The perforation is thought to have occurred sometime after initial implant. A pericardiocentesis was performed. The patient was reported to be in good condition.